Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eciq system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (patient result = 0.094 vs. An expected result < 0.012 ng/ml) from a single patient sample processed on the vitros eciq system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer tests all patient samples in duplicates and the affected result was identified prior to reporting. There was no report of patient harm as a result of this event. (B)(4).